Event description:
A customer reported an altitude alarm 21 on their pump, resulting in a blood glucose (bg) level of 20.2 mmol/l. The customer¿s insulin was suspended due to the alarm condition. Technical support advised the customer to clean the speaker holes and attempt a series of troubleshooting steps, including loading a new cartridge. Despite these efforts, the alarm recurred, and the customer was advised to switch to a backup plan as the pump was out of warranty. The customer reverted to manual injections for bg management but no further information was known including whether or not the bg was successfully resolved.